Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review for lot 4763174 was reviewed and a poppet sub-component was found that had a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.

Manufacturer narrative:
The device was destroyed. A device of the same lot number is expected to return for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that had a leak chemo. At approximately 13:30, a red/orange fluid was noted to be leaking from a syringe of doxorubicin being infused. There was a total volume 45 mls of leakage by the spinning spiros connector,13 mls remained in syringe when leak occurred. There was a small amount of fluid on nurse¿s apron, floor and bottom of drip stand. The infusion was stopped and the cytotoxic spill dealt with following the trust policy. The spiros connection was checked, and it was safely secured to the syringe and giving set. The syringe was checked again manually with same device, using gauze to check for leaks. The device was not changed but the infusion was tried again. There was no further leak or spill. The remaining infusion, and treatment completed with no further problems. The device was in use for approximately 5 minutes, with 32 mls of doxorubicin administered (total volume). The type of procedure was a chemotherapy r-chop, and the medication was a doxorubicin. There was no blood loss. Although there was an unprotected chemo exposure reported, there was no adverse operator consequences. There was patient involvement, but no delay in critical therapy, no adverse event and no medical intervention.